Manufacturer narrative:
510(k) number: k160229. G code is g04092 - needle. The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Event description updated with information received 07-mar-2021 and additional information received on the 08-mar-2021. This supplement report is being submitted to reflect this additional information. Complaint received from cs via e-mail on 03feb2021--did 03feb2021. As reported to customer relations: "1st patient - needle broke off during fna in trachea ((B)(4)) after needle was advanced into trachea physician pushed in scope and needle broke - leaving end behind requiring removal with forcep. 2nd patient needle bent to 90 degrees after gaining access ((B)(4)) with needle the physician pushed ebus scope to get closer to biopsy site and needle bent to 90 degrees- he was able to remove needle and scope with outdamage to scope or injury to patient." Additional information provided by customer on 07mar2021: "did these failures occur in the same procedure? Two separate procedures. Is any patient information (age, weight, gender, pre-existing conditions, anatomical characteristics, etc.) Available? I can find it if you need. How was the procedure completed? With using different brand needle". 1. Did any section of the device remain inside the patient¿s body? Yes. If yes, please describe. Removed with biospy forcep through ebus scope. 2. Was the patient hospitalized or was there prolonged hospitalization due to this occurrence? No. If yes, please describe. 3. Did the patient require any additional procedures due to this occurrence? No. If yes, please describe. 4. Did the product cause or contribute to the need for additional procedures? If yes, please specify additional procedures and provide details. 5. Has the complainant reported any adverse effects on the patient due to this occurrence? No. 6. Has the complainant reported that the product caused or contributed to the adverse effects? Please specify adverse effects and provide details. 3.1 for all complaints, ask: 3.1.1 if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? 3.1.2 please describe the location in the body for the intended target site (pancreas, stomach, lungs, etc). 4r. If lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s, etc. 3.1.3 please describe the size of the intended target site. > 1 cm. 3.1.4 if not with the device in question, how was the procedure performed and/or finished? 3.1.5 was the device used in a tortuous position? Nothing more than usual. 3.1.6 are images of the device or procedure available? 3.1.7 was the device damaged in packaging before removal? No. 3.1.8 was the device damaged on removal from packaging? No. 3.1.9 was force required to remove the device? The piece of needle was in patient, I had to remove it with forcpes and regular bronchoscope. 3.2 for complaints occurring during use (once in contact with endoscope), also ask: 3.2.1 what is the endoscope manufacturer and model number that was used? Bf-uc180f. 3.2.2 was the scope recently service/repaired? N/a. 3.2.3 was force required on insertion of device into scope? No. 3.2.4 was resistance felt while inserting the device through the scope? No. 3.2.5 when was the issue noted? E.g. On advancement of the sheath/needle or on needle retraction? On needle advancement. 3.2.6 was the syringe used during the procedure, after the stylet was removed? Did not get to that part, needle broke before. 3.2.7 was difficulty experienced while retracting the needle? Yes, I had to remove a piece off needle with forceps like a foreign body, which could have hurt patient. 3.2.8 was it possible to be fully retract before removing the needle from the patient? No 3.2.9 was gaining access to the targeted site difficult? No. 3.2.10 was the endoscope in a flexed or twisted position at any time during the procedure? Flexed. 3.2.11 was puncture of the targeted site difficult? No. 3.2.12 was the stylet fully in place inside the needle when advancing into the targeted site? Yes. 3.2.13 was the stylet partially removed when advancing into the target site? No. 3.2.14 how many samples were obtained with this needle? None. 3.2.15 did any section of the device detach inside the patient? Yes. 3.2.16 if the device kinked below the sheath extender, was the kink observed before inserting the device into the scope? 3.2.17 was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 3.2.18 was there difficulty in attaching or detaching of the device leur lock to the scope? No. 3.2.19 if device is a procore needle, is the kink located distally at the notch / core trap?

Event description:
The investigation was concluded on the 01-apr-2021, this supplement report is being submitted to include the investigation conclusions.

Manufacturer narrative:
510(k) number: k160229. G code is g04092 - needle. Device evaluation: complaint device was not returned therefore a document based review will be performed. It should be noted that this file is related to another complaint file. Clarification was requested as follows; ¿in relation to the sections I have highlighted in yellow above would you be able to let me know if this would be normal practise? Reason I ask is that I have not seen this detailed in previous echo complaints so just checking in case this might be an issue.¿ reply was received as follows from the product manager; ¿yes, this is something that is done quite often in an ebus procedure, the nurse or assistant may put pressure on the scope at the patient¿s mouth in order to help with the puncture as it is much more difficult puncture from the airways compared to the esophagus¿ prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c1771204 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1771204. The instructions for use, ifu0109-6 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0109-6). A definitive root cause could not be determined from the available information. A possible root cause could be attributed to the device being used in a flexed position as indicated in the additional information. Due to flexed position it is possible the pushing as advised may have put some strain on the needle leading to break. Also due to flexed position required it is possible hard cartilage such as tracheal ring may have been hit/passed causing needle to break. Complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The broken needle part was retrieved by forceps. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
510(k) number: k160229. G code is g04092 - needle. The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Complaint received from cs via e-mail on 03feb2021--did 03feb2021. As reported to customer relations: "1st patient - needle broke off during fna in trachea ((B)(4)) after needle was advanced into trachea physician pushed in scope and needle broke - leaving end behind requiring removal with forceps. Did any section of the device remain inside the patient¿s body? Yes if yes, please describe. Removed with biospy forcep through ebus scope was the patient hospitalized or was there prolonged hospitalization due to this occurrence? If yes, please describe. Did the patient require any additional procedures due to this occurrence? No if yes, please describe. Did the product cause or contribute to the need for additional procedures? If yes, please specify additional procedures and provide details. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? Please specify adverse effects and provide details.